Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Additionally, the device connector is damaged. The device set screw has foreign material. The device set screw is loose/detached. The device set screw has a rounded socket. The device set screw is damaged. The device set screw was in the connector bore. The device connector had foreign material. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pace/sense portion of the right ventricular (rv) lead could not be correctly inserted into the rv port of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that set screw appeared to be at an angle not allowing the lead to pass through correctly. The device was not used and replaced. No patient complications have been reported as a result of this event.